Manufacturer narrative:
Plant investigation: there was one photograph provided. The photograph shows a close-up view of the dialyzer, label side, and there is blood present on the outside of the dialyzer housing. The cause of the leak is not visible in the photograph. The complaint device was returned to the manufacturer for physical evaluation. Blood was noted in the threads of the dialyzer on the non-cavity ID end header cap. During the visual evaluation of the header cap a polyurethane (pu) sliver was found on the non-cavity ID end, at approximately 150°, with the ports positioned at 0°. The pu sliver extended under the o-ring. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s facility administrator (fa) reported that a visible external dialyzer blood leak occurred one hour and forty five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm but is not expected to for an external blood leak. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) is 20ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. One photograph has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s facility administrator (fa) reported that a visible external dialyzer blood leak occurred one hour and forty five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm but is not expected to for an external blood leak. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) is 20ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. One photograph has been provided.